Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that during rinse, a 2008t hemodialysis (hd) machine displayed a flow inlet error. Upon repair, the bmt found that the deaeration motor was blackened and emitted a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The deaeration motor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the deaeration motor and float switch, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The deaeration motor was reported to be available to be returned to the manufacturer for physical evaluation ((B)(4)).

Event description:
A user facility's biomedical technician (bmt) reported that during rinse, a 2008t hemodialysis (hd) machine displayed a flow inlet error. Upon repair, the bmt found that the deaeration motor was blackened and emitted a burning smell. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The deaeration motor was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. It is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the deaeration motor and float switch, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The deaeration motor was reported to be available to be returned to the manufacturer for physical evaluation (rga (B)(4)).

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.